Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, who experienced recurrent issues with their pump but did not notice any adverse impact on their blood glucose levels, as they did not exceed 500 mg/dl (27.7 mmol/l). The customer continued using the current pump for insulin delivery while cts successfully reset the pump. Although the reset restored functionality, cts advised that it was not a guaranteed solution. Cts sent a replacement pump with updated software and provided instructions for storage mode and return shipping of the malfunctioning pump. The customer acknowledged understanding and was informed of available training for the new device.